Event description:
Information was received from a family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor issues. It was reported that there was a power on reset (por) of the device. The therapy had turned off and reset to shipping parameters. It was noted that the patient was in the emergency room the night prior due to breathing issues and had x-rays and a CT scan. Additional information received from the health care provider indicate that the por was not yet resolved but the manufacturer representative was going to meet the patient in the office on (B)(6) 2016 to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.